Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8302663. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, using composition testing our engineers were able to determine that the foreign material is a polyoxymethylene; this material is used in the protective covers in our manufacturing line. The most likely root cause for the appearance of the debris is friction between two protective covers. To prevent a reoccurrence of this event we have optimized the positioning of the protective coverings and added position check to the monthly preventative maintenance checks. H3 other text: see section h.10.

Event description:
It was reported that an unspecified number of pegasus yel 24ga x 0.75in prn experienced foreign matter contamination. The following information was provided by the initial reporter: it's found that there was black particles floated in the prn in the priming. The catheter was replaced immediately.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pegasus yel 24ga x 0.75in prn experienced foreign matter contamination. The following information was provided by the initial reporter: it's found that there was black particles floated in the prn in the priming. The catheter was replaced immediately.